Manufacturer narrative:
Batch review performed on 3 march 2025: lot 2248135: (B)(4) items manufactured and released on 21/03/2023. Expiration date: 08/03/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: gmk-spherika 02.12.ka03r femoral component spherika cemented s3r (k211004) lot 2339464: (B)(4) items manufactured and released on 08/11/2023 expiration date: 22/10/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting pain due to a metal sensitivity and the cause is unknown. About 9 months after the primary surgery, the surgeon revised all components to antiallergic components and the surgery was completed successfully.